Event description:
A pump alarm was heard. The pt was seen in the ER due to the alarm and increased baseline pain, but nobody interrogated the pump. The pump was later interrogated and telemetry confirmed a critical alarm was occurring. The pump was in safe state. No other events were listed in the logs. The pump had been at minimum rate since (B)(6) 2011; the minimum programmable rate in single continuous mode was 2.8 mg/day of a 60 mg/ml concentration (the drug was not specified). The hcp planned to admit and monitor the pt while they started the pt on that dosing again. The hcp was concerned about starting the dosing at that level because the pt had been without drug, but they did not want to perform a system content removal procedure to change to a lower concentration. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).